Event description:
It was reported that during the pta treatment procedure, difficulty was encountered removing the ultra-thin balloon dilatation catheter. Following treatment of the lesion and balloon deflation resistance was encountered withdrawing the catheter. The ballon catheter and sheath were successfully removed together. No patient injuries or comnplications were reported. The patient's status was reported as `good'.